Event description:
The pt's family reported that the pt stopped using the device sometime in 2002 because it was not working. The following month, the pt was seen at the implant center for device eval. The external hardware was exchanged; however, the device still was not working. Further testing conducted confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device without the positioner (FDA approval for reimplantation dated 8/2002).